Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer experienced an unspecified bolus issue. As no information was provided, tandem technical support was unable to gather additional information regarding the reported issue.